Manufacturer narrative:
The investigation has been completed. No product was returned. Eighteen days after the pump was started, the console displayed the message ¿placement signal not reliable (opm invalid signal, optical pump connected) ¿ alarm.¿ according to the long term logs during the peak signal-to-noise ratio alarm, the pump flow remained unchanged, confirming that there was no impact on pump functionality. After 22 hours, a ¿controller error (opm comm crc invalid) [optical pump connected] ¿ alarm¿, occurred but was resolved within a second, with no impact on pump functionality as per the ong term log. Support continued for an additional one day and 16 hours. After the pump was disconnected from the automated impella controller (aic) on (B)(6) 2025, the log recorded abnormal optical parameters, especially light: 0.45v and snr: 0.5. The root cause for the controller error and loss of placement signal is due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed.

Event description:
The complainant reported a patient was on impella support and during support, there was a placement signal issues. The investigating engineer found that the placement signal issues were likely related to the automated impella controller. Care was withdrawn and the patient expired.

Event description:
The medical safety officer (mso) has reviewed the complaint and determined that the patient expired three days later after aic device issue for issue unrelated to the automated impella controller (aic). There was no consult exchange. No hemodynamic compromise, delay or interruption in therapy. Procedure/therapy was continued with same aic. Therefore, unlikely for chance of death or serious injury.

Manufacturer narrative:
The following information has been revised according to the medical safety officer (mso) review on manufacturer device report 1220648-2025-27734. B1 revised to reflect product malfunction only. B2 should have been reflected as blank. B5 mso statement. H1 type of report revised to reflect malfunction. H6 revised to reflect appropriate coding for malfunction.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: ¿ the case associated with the reported complaint was initiated on (B)(6) 2025, with the pump (sn: (B)(6)). ¿ eighteen days after the pump was started, the console displayed the message ¿placement signal not reliable (opm invalid signal, optical pump connected) ¿ alarm,¿ event #1036. ¿ according to the lt log during the psnr alarm, the pump flow remained unchanged, confirming that there was no impact on pump functionality. ¿ after 22 hours, a ¿controller error (opm comm crc invalid) [optical pump connected] ¿ alarm,¿ event #1045, occurred but was resolved within a second, with no impact on pump functionality as per the lt log. ¿ support continued for an additional 1 day and 16 hours. ¿ after the pump was disconnected from the aic on (B)(6) 2025, the log recorded abnormal optical parameters, especially light: 0.45v and snr: 0.5. The console successfully passed the preventive maintenance procedure on march 3, 2025. The optical parameters were good. Device analysis: this console was tested after arriving at fs on (B)(6) 2025. Although there were no optical signal issues at the customer site between (B)(6) and (B)(6) 2025, the analog output from the optical bench was found to be distorted. After running the console for 12 hours, the console displayed ¿controller error (defective optical sensor lamp) ¿ alarm,¿ event #1039. Although there was a typical 4.8v average pwm input voltage at the optical bench lamp connector p4, the lamp was off, and the digital multimeter confirmed infinite resistance across the lamp. Root cause: ¿ the root cause of the psnr issue and oscillating contrast was most likely a malfunction in the optical bench lamp. ¿ the root cause for the controller error (event #1045) and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D9 updated. H3 updated. H6 updated. D10 concomitant medical products and therapy dates updated.